Event description:
It was reported that, this right ventricular (rv) lead exhibited a perforation of the patient. This rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field. H6: patient codes.

Event description:
It was reported that, this right ventricular (rv) lead exhibited a perforation of the patient. This rv lead was explanted and replaced. No additional adverse patient effects were reported. Additional information was received detailing that the patient also experienced an increase in the thoracic pressure, exit block and diaphragmatic twitching. No additional adverse patient effects were reported.